Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as small itchy red spots. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Not applicable.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as small itchy red spots. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.